Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at nominal pressure. The number of inflations and to what atms is unknown. The lesion being treated was in the left circumflex (lcx) coronary artery. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.